Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photo was provided for review. The photos shows the partial view of drainage catheter in which a thread was noted to be coming out from the distal thread hole and detached from the catheter body. Therefore, the investigation is confirmed for the reported break and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound-guided hydrothorax percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was noted that the whole suture was not in the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided hydrothorax drainage universal catheter placement procedure using navarre drainage catheter. Prior to the procedure, the whole suture was not in the catheter. The procedure was completed using another device. There was no patient contact.